Manufacturer narrative:
D10: 02-010-01-0325 - femur ps cem.nº2.5 der.: 5213253. 02-012-45-2515 - bandeja tibial logic fit 2.5f/1.5t: 5452246. 200-02-32 - rotula tres tetones 32 mm: 5771922. 204-34-04 - vastago ext. 14 x 40 mm: 5705864. 204-70-00 - tornillo fijacion vástago a tibia: 5756547. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, who had tkas in both knees, underwent a revision procedure on the right knee. It was indicated that the prosthesis is on the recall list. It was also indicated a future revision is scheduled for the left knee. The patient was last known to be in stable condition following the event. No further information. This is 1 of 2 events for this patient.